Manufacturer narrative:
Anspach emax 2 plus burr motor died - not working at all. The event was confirmed. Device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach motor p/n 110940 s/n (B)(4) died - not working at all. There have been no other events for the referenced serial number. Trend request for this part number has been submitted (trend request #737). The anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by james moll (engineer, rio robotics) and the reported event was confirmed.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor. The case was then completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor.the case was then completed successfully.